Event description:
A specific issue was not alleged on this back to stock unit. Upon triage, on (B)(6) 2017, the service technician found that the unit had a burnt component.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the unit had burnt components. The unit was triaged and the reported issue was confirmed. This can be caused by the use of an unauthorized power adapter by the user. The main board was inspected for thermal damage and the capacitor was found to have thermal damage. The right side of the board also contains multiple components with thermal damage. The device was inspected for ingress and none found. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.